Event description:
Device malfunction: none. Symptoms/ae: pseudoaneurysm. Time of symptoms/ae: post procedure. It was reported that 7 days post vessel closure with the starclose device, pt experienced a pseudoaneurysm in the right groin. Reportedly, the pseudoaneurysm was surgically repaired with no adverse pt sequelae. Though requested no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.